Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified. Service replaced the downstream occlusion sensor due to fluid ingression. The event log shows wrong cassette alarm messages after cassette latched. The problem source is fluid ingression due to the customer.

Event description:
Information was received that the cadd prizm vip pump had wrong cassette error. No patient involvement.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.